Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle and on the jaws. Microscopic inspection showed the silicone boot insulation on the cold jaw was missing, exposing the metal underneath. The detached boot was returned to the factory and appeared to be one whole piece with signs of clinical use. The heater wire was slightly flexed but remained attached to the jaw. Based on the returned condition of the device and the evaluation results, the reported failure "peeled jaw" and the analyzed failure "material twisted/bent" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicone of the jaws broke off into the patient. The piece was retrieved with the jaws of the device. No additional incisions were needed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicone of the jaws broke off into the patient. The piece was retrieved with the jaws of the device. No additional incisions were needed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.